Event description:
It is reported that the pt was revised for pain and that the femoral stem was loose.

Manufacturer narrative:
Eval summary: the original surgical note showed at the time of being implanted that the that did not impinge and had excellent rotation and was stable to 90 degrees of flexion, 30 degrees of adduction, and 30 degrees of internal rotation. The revision surgical notes state "there was macro motion evident". The preoperative screening showed that the stem was loose. It is unk why the stem loosened. In general, a stem may loosen due to one or a combination of the following factors: unsatisfactory placement of the component parts; improper reaming leading to achieve proper press-fit of the components; pt factors such as bone quality, compliance with rehabilitation protocol, and activity level; multiple dislocation and previous surgeries might have compromised bone stock; extent of component stability. A definitive roto cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.